Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The cause of the reported event cannot be conclusively determined. The legal manufacturer reported that the most likely cause based from the investigation is that the suggested event occurred by deterioration of the scope or user handling. The event is detectable by handling/conducting inspection in accordance with IFU. The product¿s IFU(operation manual) described as follows: "maintenance management" the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus. "Warnings and cautions" do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. "Inspection of the endoscope" ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found. A leak was discovered and the bending rubber was detached. Chips dents and peeling cement were also noted. No conclusion can be drawn at this time.

Event description:
The device was returned for annual inspection. A leak was were discovered and the bending rubber was detached. Chips dents and peeling cement were also noted. There was no patient injury/harm related to this event.